Manufacturer narrative:
Tested unit duplicated failure once on power up. Trouble-shooted to defective k6 vent solenoid. The company representative replaced the drive manifold (part number: 0104-00-0018). The iabp was functional and safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #58" alarm (power-up vent test failed). No patient was involved.